Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (25mg/ml at 6.35mg/day) and bupivacaine (20mg/ml at 5.044mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump started to alarm in (B)(6) 2017 (probably on (B)(6), relative to (B)(6) 2017). The patient reportedly didn't realize the alarm was coming from the pump until (B)(6) 2017. The alarm was described as a 4 tone alarm which was consistent with pump alarms. It was noted that the patient missed a refill as the healthcare provider (hcp) never provided the refill hcp with the new pump info or printout, and "dropped the ball" on scheduling the refill. It was noted that the refill should have been 71 days from the previous refill date (it was estimated that the refill date should have been (B)(6) 2017). The patient reportedly called the hcp and was told to wait for an appointment until (B)(6) 2017, and later found out that there was an insurance issue. Over the last day and a half-2 days (relative to (B)(6) 2017), the patient started feeling sick from the stress and was not in withdrawal yet, but had a bad cold, was sweaty, and was not sure if it was withdrawal. The patient was worried about the pump going dry, and was to follow-up with a healthcare provider. No further complications were reported or anticipated.